Event description:
A customer contacted baxter's technical service center regarding the home choice problem of solution dripping out of the line during prime. There was nothing sitting on the heater bag. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient on (B)(6) 2011. The patient stated the following: the cause was unknown and therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was placed on the machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined.